Event description:
This spontaneous report was received on (B)(4) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, several months ago, the consumer started using johnson and johnson floss, mint waxed (route: dental , lot number 0102d, frequency and expiration date unspecified) for oral hygiene. After an unspecified duration, after about the fourth or fifth time of using the floss, the metal cutter and the plastic piece that holds it on just popped right off entirely from the container which made it difficult to use the device. The consumer also mentioned the roll of floss had broken off entirely from the container. The consumer mentioned that similar event had happened three or four times in the past year. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 24-jan-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 27-nov-2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, several months ago, the consumer started using johnson and johnson floss, mint waxed (route: dental, lot number 0102d, frequency and expiration date unspecified) for oral hygiene. After an unspecified duration, after about the fourth or fifth time of using the floss, the metal cutter and the plastic piece that holds it on just popped right off entirely from the container which made the it difficult to use the device. The consumer also mentioned the roll of floss had broken off entirely from the container. The consumer mentioned that similar event had happened three or four times in the past year. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on 30-dec-2013. A returned sample was received on 30-dec-2013. The returned sample was visually examined according to product specification. The insert inside the dispenser was broken on the edge were the cutter was attached. Therefore, the field sample failed to meet specification, the insert breakage defect was verified in this sample. Final packaging records were reviewed and all quality checks for all in-process testing have met specification. The retain sample evaluated dispensed properly and did not present defect on the insert, and neither the cutter. The review of the manufacturing related issues documentation revealed robust actions and effective control points for insert broken/cutter pops out defect. A review of the data revealed no unfavorable trends and no trend involving lot number 0102d. The complaint should be closed with a disposition of confirmed. Based on the information available, the device was used as intended for treatment (general oral hygiene). Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This complaint was reported at same time as manufacturer number 8041101-2013-00058, 8041101-2013-00059, 8041101-2013-00060 and 8041101-2013-00061. This closes out this report unless other additional significant information is received.